Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had been experiencing swelling in the ankles. Pacemaker syndrome was suspected due to backup vvi. It was noted that the patient had been undergoing radiation treatment. After user download, normal device function resumed. The patients condition was stable post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.